Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. According to the investigation, the scope exhibited brightness is uneven due to charged coupled device unit. The root cause could not be identified. Based on the results of the investigation, the most probable cause of the reported failures found during the investigation can be traced to the failure of the device. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope had damage on charged coupled device unit. There was no patient involvement.